Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.2 failed to unlock. The customer reported no hardware response no clicking or sound indicating the drawer could not be opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed to stay close. A field service engineer (fse) identified that the solenoid spring was broken and the plunger was bent. Fse replaced the spring and plungers to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.